Event description:
CT prepared IV contrast. Discovered a small insect-appearing element in the disposable syringe. Unclear if the element was orignally in the syringe or was in the contrast dye which had been poured into the syringe.